Manufacturer narrative:
No radiographs were received to confirm the event. No product has been returned for investigation as product remains in patient. The root cause cannot be determined; however, a possible contributor can be damage to the anterior longitudinal ligament that reportedly occurred during the original surgery. Labeling review: potential adverse events and complications "potential risk identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation...". Remains in-situ.

Event description:
On (B)(6) 2017, a female patient underwent a lateral discectomy/fusion procedure. On (B)(6) 2017, the secondary operation occurred to perform posterior lumbar spinal fusion. During surgery, it was determined the implant had moved forward due to anterior longitudinal ligament damage. The surgeon was able to shift the implant backward by rotation to correct the issue. There are no plans for a revision surgery.